Manufacturer narrative:
Information received from the (B)(4) indicated that a patient experienced restenosis after having coronary artery stents implanted. The patient's medical history is significant for angina (within past 6 weeks), previous pci on (B)(6) 2009, family history of coronary artery disease, hyperlipidemia, hypertension, myocardial infarction (mi) on (B)(6) 2009, osteoarthritis and prostate cancer. The indication for the procedure was a planned intervention after the previous pci in which a 2.5mm x 28mm cypher stent was implanted in 99% stenosed mid left anterior descending artery (lad). At that time the first diagonal was treated with balloon angioplasty and the mid circumflex artery was treated with the implant of three non-cordis drug eluting stents. The target lesion was the mid right coronary artery. The lesion was described as de novo and 80% stenosed. The lesion was pre-dilated followed by the implant of a 2.5mm x 23mm cypher stent at 14 atms. The stent was not post-dilated. A second 2.75mm x 23mm cypher stent was then implanted proximal to the first, but not touching at 16 atms. The stent was not post-dilated. The reported residual stenosis of all the treated lesions was 0%. Approximately fifteen months later repeat angiography was performed due to stable angina and revealed a discrete 75% proximal lesion in the lad and in-stent restenosis, discrete 30% proximal lesion in the rca, a discrete 40% distal lesion in the rca, in stent restenosis at the distal rca, patent stent at proximal and mid rca and 50% stenosis at mid rca between stents. According to the study coordinator at the site; ok..... There is not in-stent restenosis in the rca. The lesion indicated during the (B)(6) 2011, procedure is in between the 2 cypher stents placed during the index procedure. These stents were reported as placed in the mid-rca during the index procedure. Therefore, the new lesion, which is located between the (B)(4) study stents placed at index procedure, is located in the mid-rca. Please let me know if there are additional questions. There event was not treated. At the fifteen and eighteen month follow up the patient experienced angina. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Restenosis and angina are known potential adverse events associated with implanting coronary artery stents. Review of the information provided suggests that the patient's history of angina and untreated disease may have contributed to the report of angina. With the conflicting information provided it is not possible to determine what may have contributed to the reported restenosis and coronary artery reocclusion, but the patient's medical history may have contributed. There is no indication that there is a design or manufacturing related issue therefore no action will be taken. This is one of two devices associated with the reported events that were submitted under the following manufacturing numbers 3003742446-2011-00223 and 3003742446-2011-00285.

Manufacturer narrative:
The correct information should have stated as follows: planned pre-dilatation was performed with a 3.0x12mm non cordis balloon catheter at 8 atm before a 2.5x23mm cypher stent was deployed at 14 atm proximal to the previous stent to treat another lesion. Additional information is pending and will be submitted as indicated in the previous report.

Manufacturer narrative:
The residual diameter stenosis measured 0%. Timi 0 flow was recorded pre-procedure and restored to timi 3 post-procedure. Finally, ptca and stenting of an 85% occluded lesion in the mid circumflex was performed with a 2.5x28 and a 2.58x15mm boston scientific promus drug eluting stents. The residual diameter stenosis measured 0% and timi 3 flow was recorded pre and post-procedure. Post-procedure medications included permanent aspirin and clopidogrel for at least 1 year. At inclusion into the (B)(4) study, pci was performed an 80% de novo lesion in the mid rca of 20mm in length in a 2.5mm vessel diameter. The (b1) lesion was not considered anatomically complex. Planned pre-dilatation was performed with a 3.0x12mm non cordis balloon catheter at 8 atm before a 2.5x23mm cypher stent was deployed at 14 atm. Then a 2.75x23mm cypher stent was deployed proximal to the previous stent to treat another lesion. The residual diameter stenosis measured 0%. Timi 3 flows were recorded pre and post-procedure, respectively. Post-dilatation was not performed. During the 15 month follow-up interval, the patient had stable angina. Concomitant devices ((B)(6) 2009): starclose 6 fr, scimed choice extra support .014x182cm, cordis 6 fr xb3, merit medical inflation device, guidant whisper .014x90cm, cordis 6 fr xb3.5, abbott voyager rx 2.0x20mm, abbott voyager rx 2.5x15mm, cordis cypher drug eluting stent 2.5x28mm, lot # 15001169, abbott voyager nc 2.75x16mm, abbott bmw .014x190cm, cordis cypher drug eluting stent 2.5x28mm lot # 14155644, bsci promus drug eluting stent 2.5x28mm lot 9012761, bsci promus drug eluting stent 3.0x15mm lot 9011563. Concomitant medications: heparin 5000 units IV, nitro 300 mcg icx3 and plavix 600 mg po. Concomitant devices ((B)(6) 2011): guide cordis 6 fr jl 3.5, abbott .014x190cm st bmw, merit medical inflation device, volcano eagle eye gold imaging catheter, abbott 3.0x8mm voyager nc, boston scientific 2.0x12mm apex monorail, abbott 6 fr perclose proglide. Concomitant medications ((B)(6) 2011): heparin 8000 units, integrilin bolus 14.02 mg IV x2 and nitro 300 mcg ivx2. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The report received from the (B)(4) study indicated that 5 months after study inclusion and pci with 2 cypher stents in the mid rca, the patient underwent a revascularization with a 3.0mm nc balloon due to in-stent restenosis of a 2.5x28mm cypher stent implanted prior to study admission in a non-target vessel in the mid lad. Angiography showed a discrete 75% proximal lesion in the lad and in-stent restenosis, discrete 30% proximal lesion in rca, discrete 40% distal lesion in rca, in stent restenosis at distal rca, patent stent at proximal and mid rca and 50% stenosis at mid rca between stents. Approximately 2 weeks prior to study admission, the patient was admitted with angina acute coronary syndrome, non stemi 6-24 hours. Angiography revealed a discrete 99% lesion in the mid lad, a discrete 99% lesion in the 1st diagonal (ostial), lesions in the om and circumflex and a tubular 75% lesion in the mid rca. Pci was performed on a 99% occluded lesion in the mid lad that was treated with a 2.5x28mm cypher stent. The residual diameter stenosis measured 0%. Timi 3 flows were recorded pre and post-procedure. Successful ptca of a totally occluded ostial lesion in the 1st diagonal was performed with a 2.5x15mm balloon.